Event description:
On (B)(6) 2012 the patient reported a keypad malfunction to the animas corporation. The patient alleged that between (B)(6) 2012 to (B)(6) 2012 the up button became intermittently unresponsive. The patient claimed no recent trauma to the pump has occurred. The patient wore the pump under clothing and did not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of a keypad malfunction.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the up, down and contrast buttons were found to be intermittently responsive and upon further investigation contamination was found under the up, down and contrast buttons. No evidence of tearing, cracking or peeling was evident. There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.